Manufacturer narrative:
The reported event could not be reproduced during evaluation of the autopulse platform (sn (B)(4)); however, review of the archive data revealed multiple occurrences of the ua41 (patient temperature sensor failure) error messages on (B)(6) 2017, and not on the reported event date of (B)(6) 2017, confirming the reported event. Evaluation of the platform found no issue. The platform performed continuous compressions with a large resuscitation test fixture without error. There was no device malfunction observed. The investigation verified that the fan (blower) provided ample cooling for the drive train and other major heat-producing assemblies, and the patient temperature sensor cable was functioning properly. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause ua 41 error messages in rare cases. As part of routine service during testing, the platform was examined and found physical damage, additionally the drive shaft exhibits binding and resistance. These observations are unrelated to the reported event. Upon customer approval, the damaged part will be replaced and the clutch plate will be deburred. Additionally, the temperature sensor will be replaced as a precautionary measure to prevent the reoccurrence of the ua 41 error message and the platform will be further functionally tested to full specification. Historical records were reviewed for service information related to the reported complaint and no previous history of complaint was reported for the autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During routine testing, the autopulse platform (sn (B)(4)) reportedly displayed a user advisory (ua) 41 (patient temperature sensor failure) error message. The user was unable to resolve the issue. No patient was involved with this event.